Event description:
It was reported by svc report that the right side rail will not lock in place and the right toprail was broken exposing sharp edges. No pt involvement or adverse consequences are reported.